Manufacturer narrative:
Evaluation on-going.

Event description:
Country of complaint: (B)(6). Mix-up: wrong product inside the box.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: none. Analysis and results: there are no previous complaints of this code batch. (B)(4). According to the customer, inside two dafilon pre-printed boxes labeled as (B)(4) (dafilon blue 5/0 (1) 45cm ds12) with batch 614351, there are (B)(4) pouches of the reference (B)(4) (dafilon blue 6/0 (0.7) 45cm ds12) with the batch 614283. Only received one picture of the frontal box label and of the product inside the box. Without any box received or the back box label a proper analysis can not be performed. Checked the traceability of the involved batches and there are three shipments, but without more information a further investigation cannot be performed. If more information is received in the future, the case will be re-opened and analysed. Final conclusion: complaint is not justified. Actions on distributed product of this reference/batch: the customer will receive a credit note for two box of product as a quality courtesy. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.